Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation.  The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, an air leak occurred. After insertion, air was aspirated into the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.